Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was air leak alarm. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage confirmed. The probable cause is due to an assembly error during manufacturing. There were no damages or anomalies observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.